Event description:
It was reported that the pericardial effusion (pe) occurred. The patient had been taking warfarin. A left atrial appendage (laa) closure procedure was being performed. It was confirmed on transesophageal echocardiogram (tee) that no pre-existing pe was present. A nrg rf transseptal kit was selected for use. It was mentioned that due to prior back surgery, it was difficult to get groin access and transseptal puncture (tsp). The nrg rf needle was used for tsp, however it was difficult for the fixed sheath to get to the left side, so the physician exchanged it out for versacross rf wire with a watchman trusteer access system (was) for exchange and get access to the left side of the heart. A 27mm watchman flx pro delivery system and closure device (wds) was inserted and the closure device implanted, with no recaptures required. During the end of the procedure, a large pe was noted on the right side of the heart, once the sheath system was removed. A pericardiocentesis was performed and about 600ccs of blood was removed. Patient was in stable condition and the procedure was concluded. The patient was sent to the intensive care unit (ICU) and remains hospitalized yet is expected to be fully recovered. It was planned to discharge the patient on (B)(6) 2025. As per the physician, it is possible that either transseptal access or the non-boston scientific wire contributed to the event, as he struggled to get transseptal puncture sheath across it 'spun' around. Device is not expected to be return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.